Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the internal flow verification test (positive flow: measured vt) functional test. Parts will need to be replaced due to functional damage and contamination. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. The aecm proportional valve, the 3-way solenoid valve, and machine flow sensor were replaced due to contamination. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The particulate filter, muffler assembly, and inlet filter required replacement due to preventive maintenance. Additional components were found contaminated and yellowed and required replacement, including: the trilogy cover vanity, blower bellows seal, blower mount, fan retainer, tubing system pca, tubing blower chassis, tubing fio2, and tubing. The customer complaint was confirmed. Following service, the unit passed all testing.